Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: brand name: evolut fx dcs; medtronic product ID: d-evolutfx-34 (lot: 0013123806); product type: 0195-heart valves; full UDI#: (B)(4); manufactured date: 2025-11-08; use by date: 2027-11-08; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, prior to the attempted implant of this 34mm transcatheter aortic bioprosthetic valve (tav) (B)(6), in a patient with a bicuspid native aortic valve, a pre-implant balloon dilation was performed using a 26mm non-medtronic (zmed) balloon. The tav was loaded into the delivery catheter system (dcs), confirmed a good valve load, inserted into the patient¿s vasculature, and advanced to the aortic annulus. Upon the first deployment attempt, at a target implant depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc), an infold was observed in the valve frame. The valve was recaptured into the dcs and the system was withdrawn from the patient. A second tav (B)(6) and dcs were used to complete the procedure. No patient complications were reported as a result of this event.